Event description:
In 2006, I had the allergan lapband placed. In 2012 after years of unsuccessful weight loss it was found that the port to the lap band was leaking out into my abdomen. That port was then taken out and a new allergan port was placed in (B)(6) of 2012. By the summer of 2013, after healing from compilations from the surgery to replace the port, it was determined again that the new port was also leaking out into my abdomen. Now I have a faulty port and lap band system in my body that doesn't work. I am trying to find out if there has been any recall or issues with the allergan ports. The new port serial number (B)(4) and model b-2240.